Manufacturer narrative:
Part 03.037.026, lot 9569645: manufacturing location: (B)(4). Manufacturing date: july 16, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the 85 mm helical blade and the 11mm x 170mm nail are still implanted in the patient. The patient was reportedly fully healed and has requested the implants be removed but the removal procedure has not yet occurred.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(4). A product development evaluation was completed: the helical blade/screw coupling screw (03.037.026) was received at the investigation site. Visual inspection reveals minor scratching on the part expected on a reusable instrument, but no damage which would prevent the instrument from functioning. The coupling screw assembles properly with the guide sleeve. Of the parts returned to the investigation site it appears that only the blade/screw extractor contributed to the helical blade removal difficulty described in the complaint. All other returned parts (insertion handle, aiming arm, blade inserter, cannulated connecting screw, helical blade coupling screw, and blade guide sleeve), assemble and function properly. They were part of the external construct during the procedure, but do not seem to have contributed to the complaint event, and their designs are found to be adequate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that during an insertion of a trochanteric fixation nail - advanced system (tfna) that the helical blade got halfway through the nail and would not advance or back out. It was noted that the set screw (the locking mechanism found inside the nail) migrated down slightly. It was unsure if the locking mechanism was the reason that the blade would not advance or back out. The surgeon tried to back out the helical blade with the extractor multiple times leading to a thirty to forty (30-40) minute surgical delay. While using the helical blade extractor to back out the helical blade, the tip of the extractor broke. Although the broken tip was retrieved, the blade was still stuck inside the patient. The locking mechanism was able to be removed and a new one was not implanted in its place. It was noticed that the lip of the locking mechanism was missing and it is unsure where the lip is. It was also noted that the helical blade inserter was not working correctly. Although the helical blade and the nail were left in the patient, the patient will need a revision surgery to either advance or remove the blade and the nail. It was additionally reported that although the nail and aiming arm were checked and noted to not have any issues with them, it is uncertain if they contributed to the product malfunctions noted in the procedure. It was reported that additional medical intervention (x-rays) were required and that additional blood may have been transfused. The patient status is stable (good) at this time but a revision surgery is required. This is report 9 of 9 for (B)(4).